Event description:
A physician reported that there was a loose tip issue, advisory displayed and cassette failed to prime before cataract surgery with intra ocular lens implant. The surgery was completed on the same day after replacing the cassette and tip with another one. There was no patient impact. This report pertains to phaco tip involved in this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report.; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available; however, confirmation in the follow-up details of the complaint file, it is stated about reuse of product, therefore the root cause is user error. Per the direction for use, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Since the cause of this complaint is due to user error, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).